Event description:
The customer reported the start-up kit (suk) (lot unknown) was damaged in pump rotor of the thermogard hq console (sn (B)(6)). The system was taken out of use for investigation and resolution. No additional information was provided. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the thermogard hq console in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the start-up kit (suk) was damaged in the pump rotor of the thermogard hq console (sn (B)(6) was confirmed during visual inspection and functional testing. The root cause for the reported complaint is that the gap between pump rotor and hosing was too small, related to a failure of the pump rotor. This led to damage to the suk hosing. During visual inspection of the thermogard hq console, it was observed that the gap between the pump rotor and hosing was too small, related to the reported complaint. The thermogard console failed the initial functional test due to the failed gap test. The pump rotor head assembly was replaced to remedy the reported complaint. Subsequently, the gap check verified the gap was within specification. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard hq console with sn (B)(6).